Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the lead was severed 282 millimeters (mm) from the terminal pin. Only the proximal segment of the lead was returned. There were setscrew marks on the terminal pin and electro-cautery damage was observed on the insulation. Resistance testing was performed to assess conductor continuity. Measurements throughout this test were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a conductor fracture and insulation issue. The lead had fractured at the point of entry into the vessel. It was noted that this was observed during a revision procedure for the right ventricle lead for high pacing threshold measurements after the patient had an accident. Consequently, this lead was explanted and a new lead was implanted. This ra lead is no longer in service. No additional adverse patient effects were reported.